Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The most probable cause of the findings is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for a laparoscopic nephrectomy procedure, the subject device was observed as having a cut in the cord. The procedure was completed utilizing a similar device. There were no reports of patient harm or delay of procedure.

Manufacturer narrative:
Investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head cable "cord was split". The issue was found during an unknown event. There were no reports of patient harm.